Event description:
Mr's control panel had an electrical shortage thought to be from the use of saturated cleaning wipes which caused corrosion. This morning when entering the scan room to run the morning acr, techs noticed the room had an odd odor. It was then noticed that the control panel had melting plastic and extreme heat coming from it. Service was notified and the emergency power off was pressed. Service came, evaluated, and fixed the scanner.